Manufacturer narrative:
Visual assessment identified significant axial fractures through the adapter body, to the outer blade. Contact points were identified on the inner blade coupled with corresponding debridement of the outer blade confirming the reported shedding. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The device was inspected dimensionally and found to meet design requirements. All indications point to excessive lateral load during use causing a mis-alignment of the inner and outer blade resulting in the shedding. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee scope procedure, metal debris shed off of the blade into the patient's knee joint in oscillate mode. The joint was flushed to remove the fragments and a backup blade was used to complete the procedure. No patient injury or complications were reported.